Event description:
Related manufacturer reference number: 1627487-2024-07626. It was reported that the patient experienced connection problems with the ipg and the therapy kept turning off. Additionally, the patient¿s therapy was fluctuating and experienced loss of therapy. A such, surgical intervention took place wherein the ipg and lead were explanted and replaced to address the issue. Lead fracture was confirmed during the procedure. Reportedly, effective therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected data: h3.